Event description:
Boston scientific crm received information that the left ventricular (lv) lead was explanted due to a dislodgement. A new lv lead was successfully implanted. The explanted lv lead was discarded by the hospital staff. No adverse patient effects were reported.

Manufacturer narrative:
As this product was discarded, it will not be returned for analysis. No additional information related to this event is available to the company at this time. If additional information becomes available, the event will be updated.